Event description:
It was reported that episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via stored egms. The patient was asymptomatic. Programming changes were made.